Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mitch email notification received. It was reported as "on (B)(6) 2008, a stryker prosthesis, metal-metal cup, stem 3, acetabulum 54, head 48 + 0, head mitch was implanted in the patient's right hip. After some time from this implant, the patient began to feel coxalgia and various disabling disorders. Only on (B)(6) 2019 did the patient undergo a revision of the prosthetic implant. The following is noted on the medical record of the operation: "abundant greyish liquid leaks. Part of the liquid is withdrawn for evaluation of ionemia and antibiogram. It reaches the level of the prosthetic plane and the component of the femoral head is removed. The prosthetic collar appears in good condition. A hyperplastic / inflammatory reaction (pseudotumor type) is found in the infero-anterior and infero-posterior region with respect to the hip joint. There is also an osteolytic lesion in the trochanteric region where curettage and wading with heterologous bone chips are performed. Extensive removal of the pseudotumor described above and dispatch of the material ". The histological examination of the explanted material resulted significant for the presence of chronic inflammation with deposition of exogenous pigmented material of the stroma and bone tissue. The patient has been developing the armd ¿ adverse reaction to metal debris." Doi: (B)(6) 2008 ; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed, since mom systems are obsolete.